Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen was unresponsive. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.